Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer successfully calibrated the o2, but when checking the alarm on the device, there was a technical failure 600 - "check warning log" in the machine history. Log files and trend data are provided. The log file does not show any o2-related alarms and the o2 sensor was calibrated once on (B)(6) 2022. Multiple 274 alarms were detected on the day the customer recorded, and the customer was asked to confirm the information provided. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista1000 us is having o2 (oxygen) delivery failures while on a patient. Furthermore, the patient was transferred to another ventilator and there was no patient harm associated with the reported event.

Manufacturer narrative:
Result of investigation: vyaire medical was unable to confirm the issue as no failure was detected. Since there was no response from the customer, the case will be closed. No CAPA required as no failure detected.